Event description:
It was reported that 7 syringe 0.5ml x 31g x 6mm experienced missing label information. The following information was provided by the initial reporter: lot does not match position.

Manufacturer narrative:
H6: investigation summary. Customer returned images of a shelf carton for 0.5ml, 31 gauge, 6mm syringes from lot 0329175. The lot number, manufacturing date, and expiration date are printed on the incorrect face of the shelf carton, overlapping with the syringes¿ catalogue number. A review of the device history record was completed for batch #0329175. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of a package printing defect.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 syringe 0.5ml x 31g x 6mm experienced missing label information. The following information was provided by the initial reporter: lot does not match position.